Manufacturer narrative:
(B)(6). Device is combination product. It was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported stenting treatment post procedure, death occurred. During percutaneous coronary intervention (pci), procedure, the taxus liberte, atom monorail 12 x 2.25mm coronary drug-eluting stent was implanted in the unspecified location on (B)(6) 2010. The patient died on (B)(6) 2012. The reported cause of the death is asystole. There was no autopsy requested.